Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device was unable to verify button error alarm due to display anomaly. There was no moisture damage or flattened dome switch on keypad traces. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.